Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged after cardiac surgery. Attempts to obtain additional pertinent information was unsuccessful. The ra lead remains in service. No adverse patient effects were reported.